Event description:
Reprise IV study. Implant summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on prior regimen of aspirin at the time of index procedure. A 20fr lotus introducer sheath was placed and the native aortic valve was treated with subsequent deployment of a 25mm lotus edge valve. There was correct positioning of the lotus edge valve into the proper anatomical location. Post-implant event summary: the same day of index procedure, post tavr angiography revealed a dissection of the left external iliac artery with significantly decreased in-flow noted after the removal of the 20fr lotus introducer set. Balloon angioplasty was performed by inflating the balloon twice restoring normal flow distally. During this time, the 20fr lotus introducer set was removed and replaced by the 8fr sheath. Balloon angioplasty was performed once again and the dissection appeared stable. The 8fr sheath was removed from the left common femoral artery, sutures placed and manual compression performed. Resulting in hemostasis. A final angiography was performed to assess the dissection revealing a more severe dissection of proximal area at the bifurcation of the external and internal iliac arteries with reduced flow. Stent supported angiography was performed. A final angiography revealed no evidence of residual dissection and hemostasis was achieved. On the same day, the event was considered to be resolved. The subject was discharged on aspirin and clopidogrel. It was further reported that the dissection was related to the lotus introducer and not to the 25mm lotus edge valve.

Event description:
(B)(6) study. Implant summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on prior regimen of aspirin at the time of index procedure. A 20fr lotus introducer sheath was placed and the native aortic valve was treated with subsequent deployment of a 25mm lotus edge valve. There was correct positioning of the lotus edge valve into the proper anatomical location. Post-implant event summary: the same day of index procedure, post tavr angiography revealed a dissection of the left external iliac artery with significantly decreased in-flow noted after the removal of the 20fr lotus introducer set. Balloon angioplasty was performed by inflating the balloon twice restoring normal flow distally. During this time, the 20fr lotus introducer set was removed and replaced by the 8fr sheath. Balloon angioplasty was performed once again and the dissection appeared stable. The 8fr sheath was removed from the left common femoral artery, sutures placed and manual compression performed. Resulting in hemostasis. A final angiography was performed to assess the dissection revealing a more severe dissection of proximal area at the bifurcation of the external and internal iliac arteries with reduced flow. Stent supported angiography was performed. A final angiography revealed no evidence of residual dissection and hemostasis was achieved. On the same day, the event was considered to be resolved. The subject was discharged on aspirin and clopidogrel.